Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm peek multifunction handle it was confirmed, the insulation is compromised. Visible dings and scratches were seen throughout the shaft. The 5mm peek multifunction handle failed the insulation integrity test. The probable root cause could be mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.